Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that footboard was damaged and sharp edges were exposed. No pt involvement or adverse consequences are reported.